Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a hypodermic needle. The customer reports the physician went to administer medication in the wound site and stated that the needle broke from the hub cleanly and fell into the wound area. The metal cannula was retrieved from the wound area by the physician. The customer further reports the physician was injecting lidocaine into the trocar sites for a laparoscopic nissen fundoplication when the needle broke off at the hub in the pt. The broken needle was extracted from the pt under fluoro in surgery.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.